Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was stuck in the length of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The guidewire was returned, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire got stuck after being placed and maneuvered inside the lead, making it hardly removable. The lead was removed and a new lead was implanted. No patient complications have been reported asa result of this event.